Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced discomfort at the ipg site. Patient was also charging the device daily, however it had been implanted for over 10 years. To address the issue, the ipg was explanted and a replacement was implanted in the abdomen. No complication were noted during the procedure.